Manufacturer narrative:
Based upon the clinical evaluation a type 1a endoleak no overt evidence and a endoleak 3a is confirmed. A manufacturing evaluation was reviewed and is not a design or manufacturing related issue. The root cause potential contributing factors no treatment 12 months post implant, when overlap was marginally unacceptable (1.3 to 3.2 cm), antiplatelet therapy (aspirin and plavix), cuff was two sizes larger in diameter than the main body reported ir angulation 65-70°.

Event description:
Additional information was confirmed in the clinical assessment of an endoleak 3a.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated, suprarenal aortic extension and two limb aortic extension. Upon follow-up, a computed tomography revealed an extreme loss of overlap, and aortic extension had dropped several cm below the renals. Patient was symptomatic. On (B)(6) 2015 the physician elected to treat the patient with a suprarenal and infrarenal aortic extension. Patient tolerated the procedure well.